Manufacturer narrative:
The ge rep conducted an onsite investigation. The fuse at the base of the work station was replaced. The monitors now work. No further information available.

Event description:
The customer reported that the monitors on the 7900 system were not working. No pt injury was reported.